Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2009 and a sling was implanted. It is unknown on which date the sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2004 for urinary incontinence. Also, the patient underwent mesh implantation on (B)(6) 2009 concurrently with cystoscopy.

Manufacturer narrative:
It was also reported that post implantation, the patient experienced right bladder wall penetration. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient underwent mesh implantation on (B)(6) 2004 due to urinary incontinence. The patient experienced complication, right bladder wall penetration during surgery on (B)(6) 2004. Post implantation the patient experienced recurrence of pain, urinary problems, dyspareunia, chronic vaginal discharge and lower back pain. No additional information provided at this time. (B)(4) ¿ urinary problems; dyspareunia; discharge. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02388. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.